Event description:
Meter name: one touch ii hosp, strip name: lifescan ot hosp strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A nurse reported that a pt was admitted to the hosp. The hosp meter allegedly was inaccurately low. The result on the hosp meter was 80mg/dl. The result on the lab was 800mg/dl. The time difference between hospital's meter and lab was unknown. Treatment at the hosp was unknown. No further info has been reported.